Event description:
It was reported that during a case, the unit shut off. It was further reported that the unit displayed an e-1 error message.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.